Event description:
During a surgical procedure, the optilume is a urethral drug-coated balloon was placed in the patient, and while inflating the balloon, there was a "pop". The balloon was removed and inspected by the surgeon and manufacturer representative. It appears all pieces were removed from the patient, and a new balloon was used without further incident.